Event description:
The manufacturer's rep reported the hcp performed a study and was unable to aspirate cerbrospinal fluid (csf) from the port. The hcp then injected dye to perform a study with little difficulty , but the catheter appeared to be okay. The patient complained of intense back pain and had spasms in their lower extremities. The patient was also suffering from sensory deficits due to the pain. A MRI scan showed a granuloma in the intrathecal sac at the tip of the catheter. The patient was sent to the hospital where the entire drug delivery system (pump and catheter) were explanted. The granuloma was removed. The manufacturer's rep stated the injection of the dye seemed to be the cause of the patient's pain. The patient is reportedly at home and has fully recovered from their surgery.